Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains implanted in the patient. The clip delivery system was reportedly discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed due to tissue injury. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 3-4 with a fragile valve. Clip delivery system (cds 80427u134) attempted to grasp the anterior 3 (a3) leaflet and posterior 3 (p3) leaflets multiple times. Difficulty grasping was noted due to challenging, fragile anatomy. During these grasping attempts, a chordal rupture was noted at on posterior medial leaflet (pml). The mr did not increase due to this tear and the clip was placed successfully on the a2/p2 segment, reducing the mr to grade 2. No other clip was attempted and the patient is in stable condition. Reportedly, the cds and steerable guide catheter worked properly. No treatment was provided. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. Additionally, review of the lot history record found no manufacturing nonconformities issued to the reported lot. It should be noted that the reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported failure to adhere or bond (leaflet grasping) could not be determined in this incident. It is possible that fragile mitral valve influenced the reported issue; however, this cannot be definitively confirmed. Additionally, the reported mitral valve injury (tissue damage) appears to be due to user technique/procedural conditions as leaflet dissection was noted after multiple grasping attempts. There is no indication of a product quality issue with respect to manufacture, design or labeling.